Event description:
A surgeon reported that metal particles were observed on the iris of a male patient at 2 days post cataract surgery. Additional information received from the surgeon 2.5 weeks later indicated that the patient is doing fine. The patient was informed about the particle which is being left in place.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).